Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: receive a suture open, contaminated blood packing, and is only a fraction of thread the needle. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. The sample received is checked visually and was evident in the interior packaging is only a fraction of wire, which has undulations, this can be caused by excessive force. No samples were received in sealed packaging, needed for the same batch analysis. The winding process on the primary packaging is made and controlled by an operator; so it is unlikely that a suture fractional pack. Reviewing the available inventory are five units, which were used for analysis of tensile strength on the knot, the samples tested from inventory, the results fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). When opening the sterile primary packaging fragmented thread was found. Thread broke inside the pack.